Event description:
It was reported that, the bed pendant is not working for the bed or foot section. The customer informed the pendant is not locked. The customer informed she noticed the issue when she tried to lay the bed down to change her son.

Manufacturer narrative:
It was reported that it was reported that, the bed pendant is not working for the bed or foot section. The customer informed the pendant is not locked. The customer informed she noticed the issue when she tried to lay the bed down to change her son. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.